Manufacturer narrative:
Additional info: visual analysis reveals that all components of the screw are still there. The damage is to the female torx at the distal end of the bone screw. The outer portion of the torx is stripped from what appears to be the driver not being fully seated and then torsionally overloaded. The damage and stripping of the screw head is consisted with torsional overload aided by the driver not being fully seated.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l3-4. It was reported that the screw at l4 stripped during insertion. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 54840016550, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.